Manufacturer narrative:
Concomitant prodcuts continued: dtbb1d1 crt-d, implanted (B)(6) 2016. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) and right atrial (ra) leads were returned to the manufacturer with no reason noted for removal. The leads subsequently tested out of specification during manufacturer¿s analysis. Follow-up yielded no further information. No patient complications have been reported as a result of this event.